Event description:
The user facility reported that it appeared that the angio-seal device could not be anchored to the vessel and by pulling it out it just did not work, everything came out. There was no harm to the patient.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the sample receipt date in section d9, to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip device was returned for product evaluation. The locator, hemostasis sheath, and carrier tube were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position and had been removed from the hemostasis sheath. The components remained connected via the suture as the anchor had become stuck within the valve of the hemostasis sheath. No damage or issue with the components was identified. The locator was also returned and was found to have been bent at the blood inlet hole. The complaint was able to be confirmed. The exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no finding related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.